Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with and without stimulation. Reprogramming attempts were made, however, the issue could not be resolved, resulting in device non-use. The implanted device remains.